Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
The right ventricular epicardial lead was returned to the manufacturer after removal due to system upgrade, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.